Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the patient was hospitalized for septic shock secondary to a sheen/leg wound that progressed. The patient was not a candidate for amputation due to their condition. The family opted for comfort care. The patient passed away. The status of the crtd system is unknown. The patient is a participant in the post approval clinical surveillance product surveillance registry.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted for sepsis. It was also reported that the right atrial (ra) lead exhibited possible undersensing. The cardiac resynchronization therapy defibrillator (crt-d) and leads remains in use. No further patient complications have been reported as a result of this event.